Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11d29107,h11d21070,h11d03037 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient was diagnosed with peritonitis. On that same day, the patient was hospitalized for peritonitis. On an unknown date in 2011, the patient was discharged from the hospital and transferred to a rehabilitation facility. The patient was treated with unspecified antibiotics until (B)(6) 2011. Dianeal therapy was ongoing. The outcome for the event of patient made mistake/touch contamination was not reported. At the time of this report, the patient was recovering from the event of peritonitis. Action taken with was dianeal pd4 ambuflex therapy was not reported. The nurse stated the peritonitis was not related to dianeal pd4 ambuflex therapy, and did not comment on the event of patient made mistake/touch contamination.